Event description:
It was reported to philips that the system image processing (ip)-pc could not start up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was scheduled to another day. The philips field service engineer (fse) visited system onsite and confirmed that the ippc was not starting up. The review of system log files showed ippc not done error. Upon troubleshooting, the fse found that the ippc power supply problem. The supplier's part analysis has conclusively determined the cause of the ippc failure was due to unit failed to power on. To resolve the issue, the fse replaced the ippc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.